Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 06/18/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings: a review of the pump black box found that call service cs064 alarms had occurred. The pump was exercised during testing with no alarms duplicated. The pump was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
During contact with the reporter on (B)(4) 2014, the reporter indicated that after disconnecting from the pump for the report call service alarm issue, the reporter experienced a blood glucose excursion requiring treatment in an emergency room. The reporter did not indicate blood glucose values and did not indicate what treatment was given in the emergency room.